Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they jumped in the lake and insulin pump had a critical pump error. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis.